Event description:
Took patient's IV (protectiv plus) jelco smiths medical out and catheter was missing. Only a stub was found. Patient was rushed over to (B)(6) hospital to find catheter with a CT scan. Ended up having a vascular surgeon open patient's arm attempting to extract catheter due to malfunction/defect of product. Dose or amount: jelco protectiv plus; frequency: 1 time; intravenous. Diagnosis or reason for use: thallium stress test.